Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that ins longevity information was received from a patient. The reason for the call was that the patient's previous ins was "lopsided," so they had a revision surgery to make the ins deeper. The ins felt like it was falling out of their stomach. The patient stated they thought this occurred in "I want to say 2016". The patient's relevant medical history included their previous ins was replaced. They confirmed this was due to normal battery depletion. They also stated this ins only lasted five years and inquired if that was normal. The patient later clarified that they thought this was normal because they had therapy set at a "pretty high number".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that in 2016 the device was re-sited due to patient report of pain in the abdominal wall. They noted there was no problem with the device. Surgery to re-site was (B)(6) 2016. They noted the ins was not lopsided. The notes stated the generator was superficial and patient complained of pain and skin irritation. The device remained in use.